Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported his insulin pump's screen is scratched. Customer's blood glucose is 62 mg/dl. He stated he was low because he over estimated his meal. Customer does not know how the damage occurred. There is scratch or crack between the act button and the bolus button. Customer is still able to read the display and the device functions as designed. Customer was advised to monitor the device and call back if the problem gets worse. Nothing further reported.